Manufacturer narrative:
D9 - product available to stryker - updated. D9 - returned to manufacturer on ¿ updated. H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was returned, the introducer sheath was not returned. The stent was not returned, which is aligned with the event description. The sdw was noted to be kinked/bent at the distal end. A functional evaluation could not be performed as the stent was not returned. The reported events of 'stent deployed prematurely during use', 'stent difficult/unable to advance or pullback through catheter' and 'unexpected movement of device' could not be replicated. However, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure, and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'during one internal carotid artery (ica) c5-c6 segment stenosis procedure, the physician planned to use the stent. After establishing access with a guidewire and a microcatheter, the physician intended to implant the stent. Preoperative examination confirmed the stent packaging was intact, and after thorough flushing, the physician delivered the stent to the lesion site. Just before advancing the stent to cover the lesion, significant resistance was encountered, preventing smooth advancement. Subsequently, the stent suddenly jumped forward and deployed in the c7 segment. The physician believed that an issue at the tip of the microcatheter caused increased resistance in the stent, followed by a sudden release of tension, leading to premature deployment of the stent, which failed to cover the lesion. Therefore, a wingspan stent was subsequently exchanged and successfully positioned to complete the procedure'. Note: the atlas device was being used in a stenosis case. Per the neuroform atlas dfu, 'the neuroform atlas stent system is indicated for use with bare metal embolic coils for the treatment of wide-neck intracranial, saccular aneurysms'. The stent was not returned for analysis as it had been deployed inside the patient per the event description. The sdw was returned for analysis and was noted to be kinked/bent near the distal end of the wire. The introducer sheath was not returned for analysis. In the case of this complaint, it appears that there was excellent transfer of the stent from the sheath into the microcatheter (mc), and the stent was advanced to the distal end of the mc without any issues (resistance or friction) reported. Therefore, it is highly likely that the unexpected deployment issue occurred as a result of some unknown procedural factor(s) and/or the target vessel tortuosity. Note: the recommended course of action to take when an issue is encountered with a partially deployed stent is to continue to deploy the stent and deploy a second stent in the original location which is what occurred on this occasion. Based on review of all available information the reported events of 'stent deployed prematurely during use', 'stent difficult/unable to advance or pullback through catheter' and 'unexpected movement of device' and the analysed event of ¿sdw kinked/bent¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during one internal carotid artery (ica) c5-c6 segment stenosis procedure, the operator established access with using a guidewire and a microcatheter. Next, the operator prepared the subject stent and delivered it to the target lesion. Just before advancing the subject stent to cover the lesion, a significant resistance was encountered, preventing smooth advancement. Subsequently, the subject stent suddenly jumped forward and deployed in the c7 segment failing to cover the lesion. Therefore, another stent was subsequently exchanged and successfully positioned to successfully complete the procedure. No clinical consequences were reported to the patient.

Event description:
It was reported that during one internal carotid artery (ica) c5-c6 segment stenosis procedure, the operator established access with using a guidewire and a microcatheter. Next, the operator prepared the subject stent and delivered it to the target lesion. Just before advancing the subject stent to cover the lesion, a significant resistance was encountered, preventing smooth advancement. Subsequently, the subject stent suddenly jumped forward and deployed in the c7 segment failing to cover the lesion. Therefore, another stent was subsequently exchanged and successfully positioned to successfully complete the procedure. No clinical consequences were reported to the patient.